Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A hospital reported that no infusion solution came into the eye during surgery leading to a decrease in the intraocular pressure (iop). The cassette was filled and after closing and re-opening of the three-way valve, the pressure increased again. The event lasted 50 seconds with no pt impact. In the surgeon's opinion, the infusion line did not work properly leading to the reported event.